Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ipg reaching eos three years ago was due to the device entering the service application state and draining the battery. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. It is unknown when the device ¿recovery attempt¿ from the service app state occurred as all ipg log data was lost. Patient stated that the device had lost stimulation (eol) 3 years ago. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.